Event description:
While attempting to position cs lead and wires during bi-v upgrade, the ironman wire was advanced via guide - wire tip became coiled in cs and when wire removed the tip became coiled around cs lead and wire, and separated from wire shaft. Wire tip was subsequently snared and removed.